Event description:
It was reported that the patient experienced two inappropriate shocks from the right ventricular lead, which was fractured and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).